Event description:
Revision surgery - due to disassociation. The patient rolling over in bed and feeling sudden pain. The patient was admitted to the hospital and x-rays confirmed disassociation of glenosphere from baseplate and retaining screw floating. Revision surgery confirmed a solid baseplate in situ, glenosphere and screw were removed and a new glenosphere and screw were implanted on baseplate.

Manufacturer narrative:
Additional narrative/data: the explanted head was returned to djo for inspection. The returned glenoid head shows wear on the polished surface consistent with being implanted for over a year. The device also shows wear on the inside of the taper which is significantly greater than would be expected after 14 months in vivo. The surface that mates with the baseplate's taper has a wide band of wear inside that is approximately .225" below the counterbore surface. The circular wear marks over such a wide band indicate significant movement between the baseplate and head over a prolonged period of time. In addition, the counterbore surface has a circle of wear with diameter .555". The counterbore and the screw heads would be in clearance when properly installed. This wear pattern correlates to wear between the head and a locking screw that was not properly seated. These two rings, caused by the baseplate and glenosphere rubbing against each other, may be indicative of a joint apparatus that was never properly secured in place. It's possible that either incomplete installation of the screw or incorrectly angling a baseplate screw could have caused the screw to remain raised, preventing the devices from achieving taperlock. This would allow the glenosphere to spin in place on the baseplate for the most or all of the time it spent inside the patient. The reported condition of the retaining screw "floating" indicates that the screw was not torqued properly during installation. With the head not properly seated on the baseplate, it is possible the screw may not have mated with the baseplate. The surgical technique offers specific instructions regarding the importance of verifying taperlock and installing the retaining screw with a torque limiting driver. It is likely that these instructions were not followed during the implantation process.

Manufacturer narrative:
(B)(4).manufacturer narrative: the reason for this revision surgery was due to disassociation. The previous surgery and the surgery detailed in this investigation occurred 1.2 years apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. The device history records (DHR) evidence that all critical dimensions and specifications were met when the products were released from djo surgical. The drawing for the glenoid head, 508-36-101-10 revision g, specifies the taper (mating surface) as 5 degrees 44'30" + 0/- 5'30". Is20435 (inspection sheet) shows the inspector used a air gage to check (100%). All the parts, 15 pieces, were acceptable. The review of the dhrs (device history records) showed there were no (non-conforming material reports) ncmrs associated with the products that may have contributed to the reported event. The devices were verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to disassociation. There were no findings during this investigation that indicate that the reported device was defective. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.